Event description:
Technical services received a call on 11 /16/11. Caller had questions about rhythm ID. He was looking at a strip. Patient got shocked for vt then went in svt and got shocked again. Caller said he was talking to mdt and their morphology-based discriminator is not used post-shock. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).